Manufacturer narrative:
(B)(4). One nexgen lps-flex gsf porous femoral component was returned with the complaint for review. Visual inspection of the device confirmed the presence of low density polyethylene (ldpe) from the bag on the posterior aspect of the lateral condyle. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, an implant was opened from found to have polyethylene packaging material adhered to the prosthesis. The surgical team rubbed off the material residue but elected to open a new implant to complete the surgery.